Manufacturer narrative:
The device was received and the downloaded data returned an 0x14 alarm, this indicates the ¿pod is occluded¿. No timeouts occurred during the run. No occlusions were found along the fluid path. No damages or defects were found on the drive mechanism during the investigation. No misaligned parts were observed during the investigation. The device was connected to a pdm before any of the internal components were manipulated. The device successfully delivered a 5.00 unit bolus. The cause of the alarm could not be determined. The end of the cannula was found to be torn off. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl) and that the pod generated an occlusion alarm. The pod was worn between 4 and 24 hours. No information was provided on how the hyperglycemia was treated.